Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Products: 5554-53 implantable pacing lead 2008 (B)(6); 6944-65 implantable tachy lead 2008 (B)(6). (B)(4).